Manufacturer narrative:
D4: lot number and expiration date: not available. H4: manufacture date: not available. H10: product sample was not returned to 3m for analysis. Without a sample, it is not possible to perform any tests to determine if the device met specifications. Without additional information, it is not possible to definitively determine the root cause. It was reported the drape was applied partially under tension. The product instructions for use (IFU) states the drape should be applied without tension. To remove drape, gently peel back drape at 180-degree angle from the skin. During the removal process hold onto the film with the thumb and hand as close as possible to the junction of skin and adhesive film. This prevents severe stretching. Skin of elderly patients is typically fragile and thus requires even greater care when applying and removing adhesive products such as drapes.

Event description:
Report received from the FDA via medwatch report (B)(4). A risk manager reported a 76-year-old female allegedly experienced a left upper arm dime sized skin tear with the use of the 3m¿ ioban¿ 2 antimicrobial incise drape, 6651ez. No medical treatment was required to treat the reportedly minor injury, and for patient comfort only, an alternate dressing was subsequently applied it was also noted that there was no difficulty removing the 3m¿ ioban¿ 2 antimicrobial incise drape, 6651ez, and the product was partially applied under tension.